Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not pleased with the coverage of her pain areas despite numerous reprogramming attempts. The patient underwent surgical intervention on (B)(6) 2016 to reposition the lead. The patient is now receiving effective stimulation and issue has been resolved.